Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan lead 70 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent an implant procedure to cover pain areas and it was noted in the neuromonitoring that the patient lost signal in the bilateral legs. Eventually, the patient regained motor senses back to normal and the procedure was completed without other complications. The patient was doing well postoperatively.